Event description:
It was reported that during an unknown procedure, the device cut the vein instead of clipping it. This made the pt bleed. The customer did not report any blood transfusion requirement. There were no adverse consequences to the pt.

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.